Event description:
A patient reportedly was injured when a magnetic sandbag flew into the bore. The sandbag was on the patient table holding an IV line when the patient was brought into the magnet room. The patient sustained a laceration on a tongue, a brain hemorrhage, and facial and neck bruising.

Manufacturer narrative:
Investigation is ongoing.